Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided, to correct the expiry date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records provided, about 5 months post implant of composix e/x mesh, patient was diagnosed with abdominal pain, adhesions, infections, underwent reoperation and removal of mesh. The instructions-for-use (IFU) supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: d4 (UDI no., expiry date), h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number (B)(4), lot number 43jdq302 was implanted to repair the hernia defect. It is alleged that several months later on (B)(6) 2007, the patient underwent an additional surgery to remove the composix e/x, which failed and was infected. It is alleged that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with ventral hernia and underwent open repair with the implant of composix e/x mesh. Per operative notes, "a separate inferior hernia as well as an umbilical hernia were dissected away. Seprafilm was placed inside the abdomen as well as bard composix e/x on top and sutured". (B)(6) 2006 - patient underwent reoperation due to infection. (B)(6) 2007 - during visit patient had abdominal pain at wound site. (B)(6) 2007 - patient was diagnosed with infected ventral hernia mesh thereby underwent mesh explant. Per operative notes, "there was a dual layer mesh (composix e/x) noted in the abdomen which was excised circumferentially. It was adhered to the loop of bowel which was also removed". Attorney alleges that the patient had adhesions, abscess, bowel/intestinal perforations, bowel/intestinal removals, infections, pain, hernia recurrence, seroma, emotional injuries, subsequent surgery for wound irrigation, closure of abdominal wound infections and subsequent surgeries for recurrent ventral hernias after removal of bard mesh.

Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number 0123460, lot number 43jdq302 was implanted to repair the hernia defect. It is alleged that several months later on (B)(6) 2007, the patient underwent an additional surgery to remove the composix e/x, which failed and was infected. It is alleged that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.